Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that they met with the patient because they were having increased headache pain. They noted that the patient was involved in an altercation that jolted their neck back. The rep ran an impedance test, and electrode 0 was over 10,000 ohms. The rep gave the patient 2 new programs to try and avoided electrode 0 in the reprogramming. The rep stated that the issue was resolved at the time of the report. No further complications were reported or anticipated.